Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubies were not detected on the row boards. A field service engineer removed all the cubies that were not detected. Further, the row board cable, board components and the pyxibus cable were reseated. Debris was cleared from all cubie trays. The station was then rebooted and successfully restored. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation system had an auxiliary drawer 5 failure and was not detected on the bus. This incident resulted in a delay to patient care and confirmed no patient harm. There were no adverse events or injuries reported based on this incident.